Event description:
It was reported that a malfunction occurred with the pump, displaying malfunction code malf 1, which could not be reset. There was no adverse impact to the customer's blood glucose level. Customer support arranged to replace the pump, providing instructions for safe storage and the process for returning the faulty unit. The customer was notified that they would receive a new pump with updated software, along with guidance on transferring pump settings and connecting their continuous glucose monitor. The customer was also informed about the return procedure to avoid billing for the replacement.